Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information provided from event log: (B)(6) institute of (B)(6). Log line 1 event description: dysphagia sex: female, age (at time of consent): (B)(6), severity: moderate, is the adverse event serious? No, relationship with study device: not related, relationship with study procedure: probable, outcome: recovering/resolving, dilation performed: yes, indicate type of dilation? Pneumatic, date of dilation: (B)(6) 2021. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient event: dysphagia. Relationship to study device: not related. Relationship to primary study procedure: probable.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number: 26256, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2024. Additional information received: awareness date : 03 jun 2021 => 03 dec 2021.

Manufacturer narrative:
(B)(4). Log line 1 updated. Additional information received: awareness date : 03 dec 2021 => 27 oct 2021